Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information was requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient presented 6 years after total hip procedure and was dislocating. At the time of surgery, it was noted that the cup had to be removed and a new cup implanted to achieve stability. The well fixed cup was cut out and a new cup was implanted with an mdm liner and head.